Manufacturer narrative:
An evaluation of the device cannot be performed as the device will be available after 6 months due to a regional procedure. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding wear involving a trident insert was reported. The event was not confirmed. -device history review: all devices accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided for evaluation. Further information such as pre- and post-operative x-rays, primary and revision operative reports, as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Dr. From hospital in (B)(6) reported: "on (B)(6) 1995 patient underwent to a not cemented arthroplasty procedure due to coxarthritis. Subsequently it was reported the worn of polyethylene acetabular insert, with acetabular and femoral big trochanter osteolysis. On (B)(6) 2014 patient underwent to a revision surgery for explantation of acetabular, acetabular insert, femoral head, and new implantation with homoplastic bone grafts of not cemented acetabular with screws, femoral head. It was not possible identify product code and lot of the explanted prosthesis acetabular. The femoral head and the acetabular don't appear cracked or with any particular mechanical problems, the polyethylene acetabular insert appears clearly worn".

Event description:
Dr from hospital in (B)(6) reported: "on (B)(6) 1995, patient underwent to a not cemented arthroplasty procedure due to coxarthritis. Subsequently, it was reported the worn of polyethylene acetabular insert, with acetabular and femoral big trochanter osteolysis. On (B)(6) 2014, patient underwent to a revision surgery for explantation of acetabular, acetabular insert, femoral head, and new implantation with homoplastic bone grafts of not cemented acetabular with screws, femoral head. It was not possible identify product code and lot of the explanted prosthesis acetabular. The femoral head and the acetabular don't appear cracked or with any particular mechanical problems, the polyethylene acetabular insert appears clearly worn".